Event description:
It was reported that the pt had been deteriorating in the control over his tone with increasing spasms. He was getting marginal delivery of the drug into the subarachnoid space that was noted on an isotope pump study. The physician also planned to replace the 20 ml pump with a 40 ml pump due to large demand of drug. In the operating room, an obvious fracture of the catheter was noted. The spinal segment of the catheter was removed and no cerebrospinal fluid (csf) flow was noted. When the side-port of the pump was accessed, there was csf flow, but as that was being done, the catheter retracted back indicating that it was under tension. The pump and catheter were explanted. The entire catheter was then removed, but it was noted that "there may be some in the flank, none obvious." A new spinal catheter was placed and free csf flow was obtained. The spinal and pump segments over the metal connector were connected along with a strain relief device on the top and secured. The pump and the catheter were secured and abdominal incision was closed. Antibiotic ointment and sterile dressing were applied. Drugs infused via the explanted pump were baclofen (compounded) 2000 mcg/ml with morphine and clonidine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.